Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted. The sizing of the annular dimensions was min:19.8, max24.7,perimeter:69.9. The patient developed a cerebral infarction 6 hours after the procedure with associated pain in the limbs. The patient was subsequently examined, however no evidence of embolism caused by tavi was reported. The patient was reported to be recovering well in rehabiliation.

Manufacturer narrative:
An event of pain and stroke was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.